Manufacturer narrative:
Updated b5 and h6 per new information received.

Event description:
Rheia registry - patient ID: (B)(6) , ae 03. Edwards received notification that this patient suffered from stroke 22 days after the implantation of a magna ease valve model 3300tfx21mm. The event was classified as neurological events - ischemic - transient ischemic attack. The patient was seen by gp because she was not feeling well and dropped everything. The patient was hospitalized for observation for aphasia and left cfp. The patient was taking carbasalaatcalium 100mg (since 19may2021) and started with xarelto 20 mg after the diagnoses atrial fibrilliation (08jun2021). As reported, the event was possibly valve related. The issue was noted as to be resolved, the patient was noted as to be discharged in good condition with no sequelae.

Manufacturer narrative:
Stroke or cerebral vascular accident (cva) is a well-known complication associated with heart surgery. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of a diseased valve. Other common causes include atrial fibrillation and embolization from carotid artery lesions. Stroke after surgical valve replacement is typically related to the procedure and patient risk factors, and not the device. The root cause of this event was due to procedural related factors. The issue was noted as to be resolved and the patient was discharged in good condition. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient suffered from stroke 22 days after the implantation of a 21mm 3300tfx aortic valve. The patient was seen by gp because she was not feeling well and dropped everything. The patient was hospitalized for observation for aphasia and left cfp. The patient was taking carbasalaatcalium 100 mg since (B)(6) 2021 and started with xarelto 20 mg after the diagnosis of atrial fibrillation (B)(6) 2021. As reported, the event was possibly valve related. The issue was noted as to be resolved, the patient was noted as to be discharged in good condition with no sequelae.